Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient fell onto their lifevest monitor and suffered broken ribs and spent some time in the hospital. During a follow up, the patient indicated that their condition is improving.